Event description:
Metal 8mm long davinci trocar broke where shaft meets the top of trocar while attached to patient and robot.

Event description:
Metal 8mm long davinci trocar broke where shaft meets the top of trocar while attached to patient and robot.